Event description:
My 9-year-old child's dbs (deep brain stimulation) system failed. Specifically leads and probe failure resulting in another surgery and another brain surgery to correct faulty equipment provided by medtronic. Multiple medical records can be granted to the FDA via a release of information that I am willing to provide.